Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿do clinical results of arthroscopic subtalar arthrodesis correlate "withct" fusion ratio?¿ which was published in 2019 and is associated with the stryker autofix system. Within that publication, post-operative complications/ adverse events were reported which occurred between september 2014 and october 2016. It was not possible to ascertain specific device catalog or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively for different adverse events mentioned in the literature. This product inquiry addresses impingement. 2 out of 2 cases. The study states, ¿the two patients suffering impingement underwent revision exostectomy.¿